Event description:
It was reported that the patient experienced pain around the groin, the very top of the thigh, and on the outer side of the groin. It was further reported that the patient is now having to walk with a cane. It was further reported that the muscle in the thigh seems to have collapsed and that there is not much strength in the thigh.

Event description:
Reason(s) for revision: component loosening (head).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional reason(s) for revision: femoral head loosening.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.